Manufacturer narrative:
Consumer was sent a prepaid label to return the product for evaluation, but the consumer has not returned the product.

Event description:
Consumer claims her humidifier melted and damaged her carpet. No injuries were reported with this incident.